Event description:
Paramedics responded to a person, condition not reported. The pt was connected to the device with ECG leads and electrodes for cardiac monitoring while being transported to the hosp. At some time during transport, the pt went into cardiac arrest and was connected to the device with disposable defibrillation/ECG electrodes. According to the reporter, when the operator pushed the charge button, the device alarmed "connect electrodes" and would not deliver energy to the pt. A backup device was called for and made rendezvous during transport and then used to monitor the pt and deliver an unk number of shocks. The pt was later pronounced in the hosp ER. The reporter stated the pt was not viable and the alleged device malfunction did not cause or contribute to the pt's death.